Event description:
Customer reported the high voltage cable is damaged. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare.